Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11253. It was reported during the trial procedure to place two leads the physician noted a cerebrospinal fluid leak. The pt was woke up intraoperative and was well. Postoperative the pt was monitored. It was reported the pt had headaches over the weekend, however, the headaches had since resolved. It was reported there were no other issues, and the trial was completing.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.